Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted a cs 052 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. No evidence of moisture ingress was found in the battery compartment; however, the display screen was blank when the pump powered on. A leak test was performed and confirmed a display lens leak. The pump case was removed and moisture was visible on several internal components and on the printed circuit board. The pump data could not be downloaded due to the moisture ingress, and adequate investigation could not be completed.